Event description:
It was reported that the as lvp 20d low sorb tubing snapped off the junction point during use. The following information was provided by the initial reporter: "tubing disconnected (snapped) from junction point."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/6/2021. H.6. Investigation: one used primary set, model 2260-0500, was received by the customer for investigation. Upon visual inspection, it could be observed that the silicon tubing pumping segment was disconnected from the lower fitment. No other defects were observed. The customer's complaint that the tubing disconnected (snapped) from junction point was verified. The expected retainer ring for this engagement was received still attached to the silicon. A device history record review could not be performed on model 2260-0500 because an invalid lot number was provided by the customer. Visual inspection under magnification was performed on the silicon pumping segment. Indentation from the retainer ring could be observed, indicating that the retainer ring was properly aligned during the manufacturing process. The root cause of the set separation could not be determined.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the as lvp 20d low sorb tubing snapped off the junction point during use. The following information was provided by the initial reporter: "tubing disconnected (snapped) from junction point."